Event description:
A malfunction was reported by the customer. There was no reported impact on the customer's blood glucose level. The customer is expected to return the pump for evaluation, and a replacement pump with a new serial number has been arranged.